Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the past week they have been having a return of symptoms and the pain has been really bad. Caller stated that they noticed that the stimulation wasn't very strong and they would turn it up and it would hurt worse. Caller added that they turn it down and it still hurts. Caller commented the pain has really picked up in the last 2-3 days. Caller said they think there's something wrong with their implant and they don't know if it's malfunctioning or not. Caller stated they used to run the stimulation at 1.5 but now they go up to 4.0 before they really feel it. Caller noted that they have had a couple of falls recently. Agent asked caller if they saw any error messages on the programmer and caller stated no. Additionally, caller reported that about a week ago, they began to experience more pain in their back. Caller stated they attempted to increase their stimulation to 4.0 and said prior to the increase pain symptoms, they would not have been able to stand the intensity to be at 4.0 but now they are able to. Caller stated they had to turn off sti mulation because it was making their back hurt worse. Caller also mentioned that they have fallen 3-4 times in the last couple of months. Patient service specialist reviewed information and redirected patient to their healthcare provider to further address the issue. Pss also sent an email to the field for visibility. Agent provided caller with nas number for healthcare provider office to page a representative patient reported they think pain was from a fall. X-ray taken and left lead moved. Patient feeling pain on right side but feeling better. Issue not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-sep-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 10-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.